Event description:
Patient's parent contacted dexcom patient care specialist on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal.at the time of contact with dexcom patient care specialist, patient's parent did not report any medical intervention or injuries.